Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. Reader powered on with the button depression. No burn marks or components damage were observed. The returned reader was further investigated and de-cased. Dn3 chip was observed to be burnt. The returned battery voltage was measured however, results were not within specification. Returned battery was replaced with known good battery. Nxp processor was present. Thermal camera was used to inspect the pcba (printed circuit board assembly) and hotspot was observed on component u2. A further extended investigation was conducted. Visual inspection was performed on the returned de cased reader and dn3 chip was observed to be burnt. The reader was failed to connect to approved software both with usb cable insertion and in reader test fixture. The returned battery voltage was measured, however results were not within specification and it was replaced with known good battery. U2 was started to warm up and 'connected to pc' message was observed even when reader was not connected to computer and would not move past that screen. Dn3 was fitted in the circuit to prevent high voltage transients (such as static discharge) from the usb port damaging other components in the reader. Also a faulty dn3 chip could result in the 'connected to pc' message being observed even when the usb has not been plugged in. The burnt dn3 component is an indication that the user may have used an unauthorised object in the usb port, shorting the pins, creating irreversible damage chip. Thus the observation of the 'connected to pc message. Therefore, this issue is not confirmed to use. The cable and adapter has been requested back for an investigation and the customer agreed to return the device; however, at this time cable and adapter has not yet been received. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the products met specifications prior to release to distribution. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. This also serves as a correction report. Section h4 ( device MFR date) was incorrectly documented in initial report. The correction has been made in this report. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device was did not power on when button is pressed. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer initially reported that their abbott diabetes care device was did not power on when button is pressed. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product has been returned and is currently undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.